Manufacturer narrative:
The reporter confirmed that the tip was inspected prior to the treatment and nothing was noted. It was also confirmed that this was the thip's first use. A review of the log data was conducted. Based on the evaluation of the data, the handpiece and system performed as expected. The treatment tip was returned and evaluated. The tip passed flow and thermistor testing as well as a visual inspection. Functional testing was not performed as the tip was expired. A review of the device history log is currently in progress. Based on all available information, no causal factors can be determined, and no conclusion can be drawn.

Event description:
A nurse reported that after receiving a thermage treatment on the face, a patient experienced flaky redness and blisters on both cheeks. The injury was noted by the patient one hour after returning home. The patient was treated with scald ointment, oral steroids and ice post procedure. The nurse stated that the patient is recovering slowly and does not anticipate any permanent damage or scarring. An initial set of pictures were reviewed and blisters, erythematous lesions and inflammation are visible on both sides of cheeks. An unknown topical anesthetic cream was used prior to the treatment. The highest energy level setting used was between 2 and 2.5. The nurse reported that tip too warm and tip too cold errors occurred during the treatment. Approximately 20 milliliters of cryogen and coupling fluid was used during the procedure.

Manufacturer narrative:
Corrected g5.a review of the manufacturing records showed all requirements were met. Based on the evaluation of the data, the system and handpiece perform as expected. No issues found during evaluation of treatment tip. The causality of this event is most likely unrelated to the flx system. Based on the available information, blisters and redness are a known possible side effects during thermage flx treatment.